Event description:
Additional information was provided that there were additional episodes of inappropriate sensing causing inappropriate events. It was noted that the physician was considering options for the patient. No adverse patient effects were reported.

Event description:
Additional information was obtained from a hospice care provider that this patient had expired. There was no report of any device or lead involvement with the patient's death.

Event description:
Boston scientific crm (bsc) received information that this implantable cardioverter defibrillator (ICD) was associated with right ventricular (rv) lead noise. A bsc technical services (ts) consultant and a bsc field representative reviewed episode electrocardiograms and discussed what appeared to be occasional low levels of suspected myopotential oversensing resulting in diverted episodes, with evidence of asystole. Lead measurements were stable. Ts suggested trying to re-create the noise clinically with valsalva and isometric exercises. Ts also discussed changing sensitivity to least if defibrillation threshold testing was done at the level, or implanting a separate rv rate/sense lead. There were no reports of adverse patient effects, and the device remains implanted and in service. This device is not included in any product advisories. Additional information was provided that a longevity estimate was requested for the device. Patient isometrics were performed at that time which did not elicit any noise. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.